Event description:
Additional information was received from a healthcare provider via a post market study. The pump stopped at 9:37 and restarted at 10:18.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 50.0 mg/ml at 22.988 mg/day and bupivacaine 5.0 mg/ml at 2.2988 mg/day via an implantable device. The indication for use was non-malignant pain. A pump motor stall was reported. Device interrogation on (B)(6) 2015 revealed a motor stall recovered. The pump stalled due to an MRI then restarted without issue. The patient experienced pain. The etiology was related to the device or therapy and not related to the implant procedure. There was no action taken and the outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.